Event description:
Knee infection, knee pain. Information was received on 25-may-2007 from a physician regarding a female patient, (age and initials unknown), with a medical history of right knee arthrosis, who experienced infection in the knee and a severe knee pain. The patient received two injections of synvisc into the right knee on 06, and 11 of april. Following the second injection one month earlier, the patient experienced a severe knee pain. The third injection was planned for five days later, but was not performed. Several days after, on an unknown date, the patient had an appointment with the surgeon regarding the planned knee prosthesis. The surgeon diagnosed knee infection and planned surgery had been postponed. The patient was correctively treated with antibiotics (unspecified), and a splint was prescribed that the patient started to wear. At the time of this report, the patient had not yet recovered.